Event description:
It was reported that the zimmer electric dermatome chewed-up graft. Additional clinical follow up received on (B)(6) 2010 indicated that initial graft was "in shreds, it was unusable." An additional graft was required to be harvested. No suture repair required, and no delay.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.